Event description:
It was reported that the device failed to alarm when the air gets past the air-in-line sensor about 6 to 8 inches during an outpatient infusion. There was patient involvement but no harm. Per customer's internal testing: "appears to be happening more with one medication belatacept. Current ail bolus in data set is 250. Current practice is to run this medication to ail detector then flush the middle port with syringe to flush ¿all¿ drug to the patient to achieve full dose."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device failed to alarm when the air gets past the air-in-line sensor about 6 to 8 inches during an outpatient infusion. There was patient involvement but no harm. Per customer's internal testing: "appears to be happening more with one medication belatacept. Current ail bolus in data set is 250. Current practice is to run this medication to ail detector then flush the middle port with syringe to flush ¿all¿ drug to the patient to achieve full dose.".

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. ¿ results from the bd air in line threshold procedure, consisting of single air bolus detection and accumulated air detection test demonstrated the pump module is operating within specifications. ¿ the review of the pcu event log began when the suspect device alarmed for door opened on 16 october 2024 at 10:40 am and the user started an infusion of belatacept. ¿ at 10:40 am an infusion of belatacept was programmed with a drug amount= 362 mg and diluent volume= 100 ml. A delay of 5 minutes was selected. This resulted in a rate of 200 and a vtbi of 100. After a minute the delay was canceled and the infusion started with pvi=0 ml and svi=0ml. ¿ at 11:10 am the suspect pump module alarmed for air in line, the user pressed silence key and channel off. The infusion was completed, and a key was pressed to cancel the shutdown. ¿ according to the downloaded pcu logs at 5:18:07 key unit channel off was selected and the pcu was turned off. This was the last recorded infusion performed. ¿ review of the pump module event logs confirmed that the single air bolus setting was 250ul with accumulator turned on. ¿ there are smaller single air bubbles setting available to the facility if greater sensitivity is desired. ¿ per the bd alaris pump module air-in-line tip sheet, close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. ¿ allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). ¿ when inserting the tubing into the air in line (ail) detector, use a fingertip, and firmly push tubing toward the back of the ail detector. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the probable cause of the reported complaint that the device failed to alarm for air-in-line was due to the single air bolus being too small to trigger an alarm at the facilities 250¿l single air bolus setting. The suspect device was fully tested and found with no anomalies that would contribute to the reported complaint.